Event description:
It was reported that, during use of this drill in a spinal procedure, the collet of the drill broke and resulted in several ball bearings falling out into the surgical site. It was reported that, all bearings were retrieved and the procedure was completed with an alternate handpiece. The surgical site was irrigated with an antibiotic solution. To date, the pt is doing fine and no add'l treatment is planned.

Manufacturer narrative:
No medwatch form rec'd from the user facility. Investigation results: the drill was rec'd for evaluation. During a visual inspection, the nose of the collet was found broken in two and the bearings missing. Further investigation found the motor inoperable. A review of the service / repair records at conmed linvatec found that this handpiece was last repaired in august 2002. Conmed linvatec recommends that preventive maintenance be performed on this handpiece every 12 months.